Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 21. On 2026 (b)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Infection, Pain, Mobility, Increased Sensitivity, Fistula and Inflammation. No further patient complications were reported.